Event description:
It was reported that during an unknown procedure, the surgeon proceeded to use the device when he noticed that the legs of the clips were crossed over in the clip allier. He opened a second device and continued without any problems. No patient consequence.